Event description:
It was reported that the compressor was not switching on. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report was not provided. No further information is available. H3 other text : 4119.

Event description:
Manufacturer's ref.#: (B)(4).